Event description:
It was reported that a user replaced a dexcom g7 sensor and the ilet pump did not display cgm readings because the cgm pairing code had not been entered into the pump; support guided entry of the correct pairing code and the pump then displayed the cgm warm-up timer. Symptoms included no cgm data displayed on the pump. Outcomes included successful restoration of expected pairing workflow with cgm warm-up in progress and no alerts or alarms. Investigation included remote troubleshooting and user education focused on cgm pairing steps. Investigation of this case revealed user setup error related to pairing configuration for the cgm, with pump and sensor hardware functioning as designed once correctly configured. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.